Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on this rv lead caused inappropriate therapy. The physician is being notified. The lead remains implanted at this time.

Manufacturer narrative:
On (B)(6) 2018, this lead was explanted on (B)(6) 2018. Added the explant date.